Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the matrix pocket would not open, and the customer was unable to pull the medications from the station. The customer reported that there was delay in dispensing the medication resulting in a delay to the patient workflow. The customer was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the matrix pocket would not open, and the customer was unable to pull the medications from the station. The customer reported that there was delay in dispensing the medication resulting in a delay to the patient workflow. The customer was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) initially replaced the position sensor, but the issue persisted. The fse then replaced the I-18 mini-drawer controller, and the drawer was tested in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex a and g codes. This supplemental MDR was submitted to reflect the correct imdrf annex a & g codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the matrix pocket would not open, and the customer was unable to pull the medications from the station. The customer reported that there was delay in dispensing the medication resulting in a delay to the patient workflow. The customer was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.